Event description:
Patient status post rod and screw implantation returned to surgeon complaining of pain. An x-ray showed pseudoarthrosis on the left side levels c7-t1 and also showed a broken screw at t1 left side. Surgeon revised the patient to another construct from c4 to t1. The tip of the broken screw remains in the pt's bone.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review cannot be requested.